Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade 3, autoimmune symptoms. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with two 450cc mentor memorygel breast implants and suffered several systemic symptoms postoperatively, including fatigue, pain, skin issues, hives, cystic acne, irritable bowel syndrome, stomach issues, anxiety, breast pain during menstruation, chronic fatigue, vertigo, weight gain, and inability to lose weight. Additionally, the patient was diagnosed with erythema nodosum. In late 2009, the patient underwent two separate capsulotomies to treat grade iii capsular contracture in both breasts. The right-sided procedure was performed on (B)(6) 2009, and the left-sided procedure was performed on (B)(6) 2009. The devices were reinserted after the respective procedures. Per the instructions for use, mentor breast implants are single-use only, meaning they were used in a manner inconsistent with the included labeling/IFU. On (B)(6) 2019, the patient underwent bilateral removal without replacement. Her right-sided device was found to be ruptured upon explant. The patient reports that she has noted some improvement post-explant, especially as it pertains to her fatigue, skin, pain and vertigo. This report is for the right side device.